Manufacturer narrative:
(B)(4) - the plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's nurse had reported the patient had been receiving blocked patient line alarms during several of her past treatments. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported abdominal pain and cloudy effluent during treatment on (B)(6) 2016 and was admitted to the emergency room on (B)(6) 2016 due to peritonitis. The pdrn stated the patient's fluid culture results revealed gram positive cocci growth. The pd rn stated the patient did practice aseptic technique during treatment, and it was unknown how the infection may have occurred. No fluid leaks were reported during treatment or prior to infection. Per pdrn the as of (B)(6) 2016 the patient remained hospitalized and continues completing dialysis treatments. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's nurse had reported the patient had been receiving blocked patient line alarms during several of her past treatments. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient had reported abdominal pain and cloudy effluent during treatment on (B)(6) 2016 and was admitted to the emergency room on (B)(6) 2016 due to peritonitis. The pdrn stated the patient¿s fluid culture results revealed gram positive cocci growth. The pd rn stated the patient did practice aseptic technique during treatment, and it was unknown how the infection may have occurred. No fluid leaks were reported during treatment or prior to infection. Per pdrn the as of (B)(6) 2016 the patient remained hospitalized and continues completing dialysis treatments. Medical records were requested.

Manufacturer narrative:
Additional information: describe event or problem, relevant tests/lab data there is no documentation in the medical record supporting a possible association between the liberty cycler and the liberty cycler set and the event of peritonitis resulting in hospitalization. Additionally, there is no allegation of device malfunction and the association with the event of peritonitis.

Event description:
Medical records were provided by the patient's dialysis center. Information in the complaint file and medical records were reviewed. It was reported this continuous cyclic peritoneal dialysis (ccpd) patient experienced abdominal pain, and cloudy effluent during treatment on (B)(6) 2016. The patient presented to the emergency room and was admitted into the hospital on (B)(6) 2016 due to peritonitis. The patient's fluid culture results revealed gram positive cocci growth. The nurse reported there were no fluid leaks during treatment or prior to infection. Additionally, the patient practiced aseptic technique during treatment and it was unknown how the infection may have occurred. The patient was discharged from the hospital on (B)(6) 2016 to a skilled nursing home.